Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's mother stated that they had high blood glucose 600 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection and bolus. The customer's mother performed troubleshooting and found that the cannula was bent. The insulin pump will not be returned for analysis.